Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left common femoral artery. The 90% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. The target lesion was in-stent restenosis of another manufacturer¿s 6.0x40mm stent which was implanted one year ago. The sterling mr 4.5x20/135 (4f) balloon dilatation catheter was advanced with mild resistance when the balloon crossed the lesion. The balloon ruptured at 12atms upon the third inflation (first inflation was at 8atms for approximately 60 seconds and the second inflation was at 10atms for approximately 60 seconds). The balloon was used for pre-dilatation and the procedure was completed with an spcb cutting balloon dilatation catheter. No patient complications were reported and the patient's status is good.